Event description:
During laparoscopically assisted low anterior resection procedure involving one pt, the instrument would not fire with 2nd disposable loading unit. The surgeon used another device to complete the procedure. The hosp has reported no pt injury.